Manufacturer narrative:
An event regarding instability and audible noise was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records noted [...] Review of these records also confirm a revision of the patients left tha occurred in 2018 .reportedly the reason for this revision was squeaking grinding and a sense of instability of the tha. Notes of the surgeons x-ray review show no evidence of loosening, lysis or mechanical complication. The root cause of these complaints and revision tha cannot be determined as insufficient information was available. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. Conclusion: a medical review concluded [...] Review of these records also confirm a revision of the patients left tha occurred in 2018 . Reportedly the reason for this revision was squeaking grinding and a sense of instability of the tha. Notes of the surgeons x-ray review show no evidence of loosening, lysis or mechanical complication. The root cause of these complaints and revision tha cannot be determined as insufficient information was available.[...] Further information such as operative reports, surgical implant records from the 2018 revision surgery, dated pre and post op x-rays/ imaging from the index and revision surgeries & implant retrieval re needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised after patient complaint of hip squeaking, a grind sensation, a clicking in the hip, and hip instability. An alumina liner and head were revised to an adm/mdm liner construct with a biolox ceramic head and sleeve.